Event description:
An IV set was leaking during patient use. Reportedly, the inside of the injection port at the y-site "came out" causing the leak. The IV set was changed and the infusion was restarted. No patient injury or need for medical intervention has been reported.

Manufacturer narrative:
The sample has been requested by baxter quality management for evaluation, but has not been received.